Event description:
I am a former soft contact lens wearer who used amo moisture plus solution. In 2006, I began experiencing eye problems. Two months later, was diagnosed with acanthamoeba keratitis. My ophthalmologist took biopsies -ouch-, but the lab report did not confirm acanthamoeba. I did however, respond to phmb and brolene drops. She said that although the lab results did not confirm her diagnosis, clinically the diagnosis seemed correct. My eye has healed, but I have significant scarring that affects my vision, especially at night. In 2005 and in 2006, prn daily for cleaning, storage of contact lens.